Manufacturer narrative:
The reported event of ¿the guidewire couldn¿t be removed from the lead¿ was confirmed. As received, a complete lead was returned in two pieces for analysis. The guidewire was noted to be restricted inside the lead. Visual inspection of the lead found the ptfe stylet coating was bunched up/clogged with the inner coil at the connector region. The s-curve hump height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure it was noted the guidewire could not be removed from the left ventricular lead. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.